Event description:
It was reported that a child underwent a laparoscopic surgery on an unknown date and suture was used. During the procedure, the suture shifted through the tissue, losing the tip, which implied an increase in the time of the surgery to locate it. This exposed the patient to radiation during the search, which was finally located on this occasion. The surgery was delayed by 30 minutes. The procedure was completed successfully, there were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. What tissue was being sutured when the event occurred? Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? It was stated that the tip of the needle fell into the patient from the second device where the needle broke when the suture shifted through the tissue. Please confirm: did a piece of needle also fall into the patient from the 1st needle that broke when taken with a needle holder? If yes, was that needle piece also removed from the patient? Please confirm: is the radiation that the patient was exposed to from the x-ray that was done to locate the needle tip? If no, please explain. Please confirm: was the needle tip removed from the patient during the initial procedure? What is the patient¿s current status? Lot number? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/2/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, g1, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted to (B)(4) for fractographic evaluation on september 5, 2025. The component was identified as product code mcp936h. It was requested that (B)(4) assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was mcp936h visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture.